Event description:
Pt intubated on 5/12/96. Rigid oral device placed for et security. Upon removal for taping change, hole from inside lip through to outside of lip visible. Area of white tissue on top left of hole.